Event description:
An center director reported that a pt presented with an extreme blurry vision in the left eye with mild discomfort approximately 3 months post lasik. The pt was noted to have a corneal abrasion and is being treated with a regimen of artificial tears and tears gel. Additional info provided states that the pt's blurry vision persists and si believed to be due to dry eyes. The pt was instructed to continue the regimen of artificial tears and tear gel.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).